Event description:
Anesthesia provider reports issue with efficacy of 1% lidocaine included with braun pencan spinal needle tray. Physician indicates that after successful needle placement anesthetic was administered with no effect. Physician made a second attempt with a new kit from the same lot and observed no effect. Physician requested third kit with a new lot number. After successful needle placement anesthetic was administered and typical analgesia was observed.